Event description:
Caller reported occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer reused insulin, which is considered off label use. It was found that the occlusion was caused by a blockage in the cartridge, and the customer changed supplies as necessary.